Event description:
Reportedly, three days after surgery, it was noted a gauze sponge was still in a pt. After surgery, the radiologist, anesthesiologist and surgeon missed it on x-ray. During a post-operative check it was found via x-ray.